Manufacturer narrative:
Bed was found in the bed shop. Technician found the head end brake castes do not hold when set. Replaced the head end brake casters to resolve this issue, the account supplied the part.

Event description:
Info received that the head end brake casters do not hold when set. No injury reported.